Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4; reference MFR. Report#1627487-2018-08183, reference MFR. Report#1627487-2018-08185, reference MFR. Report#1627487-2018-08186. It was reported the patient experienced pain and swelling at the left forehead lead site (pns off-label use). As a result, surgical intervention may be undertaken as the next course of action to address the issue.